Event description:
Patient in emergency department (ed) needed cardioversion, one 200 joule shock delivered, at the time the shock was delivered the doctor stated he heard a "pop", then a burning smell became evident. The defibrillator was unhooked from the patient and removed from the room. When the pads were removed, singed hair was noted on the anterior chest wall of the patient, but no burns were noted at that time. Later the patient with complaints of (c/o) burning sensation to his chest and on examination burns were evident. Antibiotic (abx) ointment and a simple dressing was applied.